Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose reached 28 mmol/l (504 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient was unsure if the cannula was properly inserted into the skin as it looked shorter than usual. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.